Event description:
A malfunction alarm was reported, displaying malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Customer support provided information on how to reset the pump and assisted the caller with the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurred.